Manufacturer narrative:
The actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection of the photograph revealed a leak coming from where the spike port connector is inserted into the spike port tubing. The reported condition was verified. The cause of the condition was determined to be a lack of cyclohexanone being applied when the spike port connector was inserted into the spike port tubing during manufacturing. This issue is being further investigated. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a 3000ml exactamix eva tpn bag leaked from the middle port. This event occurred before use of the device. There was no patient involvement. No additional information is available.